Manufacturer narrative:
Concomitant products: unknown nexgen mis tibial lot# unknown, unknown nexgen bearing lot# unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Filed for same event with: 0001822565-2017-03384.

Event description:
It is reported that the patient who underwent a knee arthroplasty approximately 7 years ago reported pain and loosening. Attempts have been made and additional information on the reported event is unavailable. No revision has been reported.